Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to charge their battery, and experienced a "high" bg level due to pump shutting off. A specific bg value was not provided. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.